Event description:
Two discordant high sodium (na) results were obtained on advia 1650 instrument. The same samples were rerun on another advia 1650 in the same laboratory. The correct results were reported out from the alternative advia 1650 instrument. There are no known reports of patient interventions or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site and analyzed the instrument. The cause of the discordant sodium results was unknown. The fse proactively replaced the reference solenoid, buffer valve and mixer motor. The instrument is performing within the specifications. No further evaluation of the device is required.